Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the patient's pump is alarming for no disposable. The patient was instructed to hit the start and stop button to silence the alarm, the settings were reviewed and the pump was powered off. The clamp was closed and the cassette was removed. The patient was instructed to gently tap the cassette to disperse air bubbles in the line. Afterwards, the cassette was replaced and the pump was powered on. The clamp on the tubing was released and the pump was restarted at which time the pump screen read run. No patient injury was reported.